Event description:
It was reported that the evening following the system implant the patient developed diaphragmatic stimulation. A chest x-ray the following morning confirmed dislodgement of the atrial lead. Interrogation confirmed elevated threshold and smaller p waves. The patient was brought back to the electrophysiology lab and the atrial lead was successfully repositioned. It was noted the patient was part of the product surveillance registry study. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m-62 lead, (B)(6) 2014. (B)(4).